Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device with reported issue referenced in b5 is filed under a separate a medwatch report number.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 6f sheath hole in the left common femoral artery (lcfa) and a 6f sheath hole in the right common femoral artery (rcfa) prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully pre-placed in the lcfa. The sutures of one proglide were successfully pre-placed in the rcfa. Reportedly, a cuff miss was noticed with a second proglide device that was attempted in the rcfa. The sutures of a new proglide device were successfully pre-placed in the rcfa. The sheath was upsized to a 12f in the lcfa and to an 18f in the rcfa. The evar procedure was completed. Hemostasis was achieved successfully in the lcfa with the two proglide sutures. Hemostasis was not fully achieved in the rcfa with the two pre-placed proglide sutures; therefore, the physician obtained access in the superficial femoral artery on the right side and used a balloon for tamponade. Hemostasis was then achieved, and the patient was taken to the post anesthesia care unit. (Pacu). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.